Event description:
A report was received that the patient was having charging difficulties. The ipg flipped and was too deep. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.